Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the severely calcified left anterior descending artery. The taxus express2 2.50x16mm drug eluting stent was advanced but was unable to cross the lesion. Upon removal from the patient, it was noted that a stent strut had lifted up. The procedure was completed with a different device. No patient injuries or complications occurred. The patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.